Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) requested for a battery diagnostic analysis of this pacemaker. The data analysis indicated that the device was depleting normally. The power consumption has increased recently due to the onset of persistent atrial arrhythmias. To date, the device remains in service. No adverse patient effects were reported.